Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. On (B)(6) 2019, it was reported that after putting the skin graft on the meshgraft, the device started to lacerate the skin graft. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Product review of the meshgraft ii by flextronics on (B)(6), 2019 revealed that the cutter was damaged. The calibration and sample mesh could not be taken due to the damaged cutter. The device was missing the ce mark. Repair of the meshgraft ii was performed by flextronics on (B)(6), 2019 which included replacement of the handle and cutter. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. RMA number (B)(4). Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the reported event. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that dermatome unevenly cuts the epidermis. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Upon receipt of the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that after putting the skin graft on the meshgraft, the device started to lacerate the skin graft. The event occurred surgery, part of the skin graft was used and another was needed. A second device was used to complete the surgery and there was no delay in surgery. No other adverse events were reported as a result of this malfunction.